Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. No anomalies were found. It was noted that the distal conductor was cut, the proximal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), inner tubing kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the lead exhibited high thresholds, sensing issues, and had apparently dislodged. It was further reported that upon its removal, the helix mechanism appeared to be slightly retracted and there was a small amount of old blood noted within the proximal end of the lead body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.